Event description:
Pt states that after receiving the paperwork for medication administration for an epinephrine auto injector for a student, she wanted to double check that the device had not been included in an alert for a specific defect that noted the yellow stop collar on the pen was not visible on the injectors. This list contained several lot numbers but she saw that the device in question was not included among them. As extra measure , pt reports she opened the box to check the auto injectors. Pt states that upon opening the box she saw 2 injectors and noted tone of the injectors did not have the yellow stop collar initially visible. Pt reports that per instructions found on the impax website, if the yellow stop collar is not visible to rotate the auto injector clockwise until seen. Pt states she rotated the injector but noticed that the device continually rotated without stopping in place. In comparison to this device, pt also examined the second auto injector from the box and noted that the yellow stop collar was visible without rotation and that if rotated the device stops at the appropriate place. Pt reports there was no patient involvement. Pt states that she will also contact the manufacturer to understand the extent of the defect but wanted to make sure the malfunction was reported appropriately.